Manufacturer narrative:
The device has been received for evaluation; however, evaluation is not yet complete. A follow-up MDR will be submitted.

Event description:
Received information regarding multiple alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer's blood glucose level was not impacted.